Event description:
It was reported that the customer experienced a low blood glucose (bg); value was not provided. Cause of low bg was unknown. The control iq algorithm was not in use at the time of the event. Per customer¿s heath care provider (hcp), not eating could have been a factor; however, exact cause was unknown. Customer¿s mother gave him glucagon and honey. Bg was 80 mg/dl after administration of glucagon and honey. Customer was taken to the emergency room then admitted to the intensive care unit. Bg at time of arrival was reportedly 140 mg/dl. However, customer was reportedly in a coma. Care was withdrawn after customer was in a coma for 12 days. A pump data review will be performed and the pump has been requested to be returned. A follow up report will be submitted accordingly.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.